Event description:
The following has been reported: biomed reported: pump problem. As always, the pumps have been tested with multiple cassettes and have been cleaned. Pumps will be left on if additional logs are needed please feel free to pull them as we wont always be able to revisit the same pump multiple times at this high volume of failure to pull logs. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for mechanical hardware failure (av sticky valve). Upon return, the device started up with no errors. Investigation found fva pins having debris. Cleaned fva pins. Internal investigation found front housing has damaged screw mounts and lever arm is bent. Fva lip seals (x3) , front housing, and lever arm will be removed and replaced during repair process. No other damage found.